Event description:
It was reported that the programmer displayed an error during start-up. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.